Manufacturer narrative:
B3: unknown; no information has been provided to date. The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's problem was duplicated. There was a defective mainboard. And it was replaced.

Event description:
It was reported that the device had power failure during use and displayed error code lec 1660. There was no patient involvement.